Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicates that the patient had pocket pain. However, this is not the first time the patient had a new device due to pocket pain. The doctor had removal difficulty with this rv lead as screw did not retract due to some tissue ingrowth on coils. The rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.